Event description:
It was reported that during a surgical procedure at the user facility the distal end of the fiberoptic cable frayed, exposing wires. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
According to the instructions for use, the electrical output of the t4/t5 power pack is 6.0 volt and the electrical output for the flyte power pack is 7.2-7.4 volt, which would not be enough voltage to cause a serious injury due to shock. According to the ul 60601-1, this is well under the maximum voltage for a healthy individual to have accessibility to resulting in injury requiring medical intervention to prevent permanent impairment. The battery pack is not in the sterile field and is only handled by the user and therefore will not have contact with a patient.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the distal end of the fiberoptic cable frayed, exposing wires. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.